Event description:
Device malfunction: difficult to remove, separation at the needle guide. Time of malfunction: during vessel closure. Symptoms/ae: surgical cut-down and hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure utilizing the pre-close method of a scarred left common femoral artery after an interventional procedure. Reportedly, during device removal, resistance was felt and the device separated at needle guide and flex sheath. The device was surgically removed via a cut-down. Hemostasis was achieved with surgical closure. There were no other reported adverse patient sequelae. Through requested, no additional information was provided. User facility medwatch report received that states, "closure device began to come apart during retrieval after deployment of needles and sutures into left femoral artery of the patient. Device was surgically removed via cut down. Patient's hospitalization was increased by 1-2 days as a result of this device problem."

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Incorrect use of device - against resistance - off label use. The prostar xl pvs system instructions for use state, precautions "do not advance or withdraw the prostar xl device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the prostar xl device should be avoided as it may lead to significant arterial damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and arterial repair." "The prostar xl is indicated for introducer sizes 9f to 10f".